Event description:
It was reported to philips that the device has defective buttons on the ui module. There¿s no patient involvement. The results of the functional testing indicate a ui failure. No other functionally fault was found. The biomed has been working the issue. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.